Event description:
The customer observed one falsely depressed co2 result. The result was 21 meq/l, that patient historically has run around 26 to 27 meq/l (normal range 23 to 29 meq/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) recommended the sample probe be replaced and calibrated. The part was replaced, and the issue was resolved. The sample probe was determined to be the cause. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed one falsely depressed co2 result. The result was 21 meq/l, that patient historically has run around 26 to 27 meq/l (normal range 23 to 29 meq/l). No impact to patient management was reported.